Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for evaluation. The catheter was attached to a 10ml syringe of saline and was cut at the 10 cm mark. The catheter was flushed with colored water and leakage was confirmed at approximately the 1.5 mark on the catheter. The probable cause for the catheter leakage was due to a tensile force being applied to the catheter, possibly due to patient movement or activity that caused a weakness in the catheter. During manufacture, catheters undergo 100% visual inspection and 100% functional (leak and flow tests) inspections to ensure the ability of the catheter to endure normal use. Since this issue most likely occurred in the user environment, no corrective action will be taken at this time.

Event description:
PICC was successfully inserted at 10:35pm on (B)(6) 2018. A leak was detected at the 1.25cm mark of a 12f PICC at 5:00pm on (B)(6) 2018. A flush was used to confirm the leak. There were no insertion complications and no complication to the patient.